Manufacturer narrative:
Additional information: sections b.3 & d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly underwent magnet repositioning surgery on (B)(6) 2024. This is the report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a displaced magnet following an MRI. The recipient presented with redness and soreness at the site. The MRI bandaging protocol was followed. Revision surgery is under consideration.